Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy programming handheld was not operating properly, in that there was a problem with the connection between the serial connector cable and the handheld which was causing intermittent communication with pts' pulse generators. Good faith attempts for the return of the handheld and serial cable are currently being made.